Event description:
It was reported that one employee had gotten her finger caught while trying to release the cot. This required medical intervention in the form of a prescription for antibiotics and 2 days off from work. Upon inspection by a technician, it was determined that there was debris stuck in the device.

Event description:
It was reported that one employee had gotten her finger caught while trying to release the cot. This required medical intervention in the form of a prescription for antibiotics and 2 days off from work. Upon inspection by a technician, it was determined that there was debris stuck in the device.

Manufacturer narrative:
It was determined that the user sustained a minor injury to the finger. Treatment consisted of antibiotics and two days off from work.